Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Blood glucose level at the time of the incident was 450 mg/dl which was been treated with a shot while sensor glucose was 360 mg/dl. Customer also experienced low blood glucose of 90 mg/dl when basal rates changed. Customer stated that they were getting sensor alert such as sensor updating and change sensor. During troubleshooting the sensor cannula was bent when removed. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test dop114-830. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Also, found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.